Manufacturer narrative:
All of the buttons functioned properly, no unresponsive buttons noted, no failed battery test alarm, no low battery alert and no blank display noted. The connector at the lcd board was found locked. The back light worked properly and no anomaly noted. No moisture damage or corroded keypad traces noted. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low battery alert; she changed the battery and received a failed battery test alarm. She changed the battery again and the next day when she tried to turn the light on, she found that none of the buttons respond. The battery icon showed empty so she changed the battery again and the same issue happened. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.